Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lung resection. According to the reporter: during the procedure, the two pins at the area of the joint fell into the patient cavity. It is not clear if both pins were able to be removed from the patient cavity. There was no unanticipated tissue loss or tissue damage as a result of this problem. No reinforcement material was used in conjunction with the stapling device.